Event description:
The caller alleged discrepant results when repeated test. The test results are as follows: see scanned table. The doctor changed the dosage of medication.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test. See scanned table. As per internal procedure, tr#0150 rev.2, the % cv is less than 20%. The criterion is met. The product will not be investigated. The patient did not mention the time, the repeated test was performed. As per internal procedure, tr#0150 rev.2 section 8.3.3., if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The doctor changed the dosage of medication.